Event description:
It was reported that the antibiotic infusion was complete despite remaining vtbi on the pump. There was no report of patient harm. Cefazolin 2 g in 50 ml d5w bag was on secondary line, however no medication bag was on primary line. Received a cmdsnet program report from health canada which stated:" pump received by biomedical engineering at vancouver general hospital with note saying "pump went dry even though still had volume tbi. Do not use". Biomedical engineering was unable to determine where the pump came from. The pump is considered to have been involved with an over-infusion. Lmbme investigation did not identify root cause. There was tubing received with the pump. Micro-CT scan of the tubing did not reveal any dimensional defect in the silicon portion of the set (tubing was concentric). Pump sent to bd for further investigation (pr 299180)."

Manufacturer narrative:
The customer¿s experience that pump went dry even though still had volume to be infused was not confirmed, however review of the pcu event log shows that a secondary infusion of cefazolin was programmed two times in the month of february to infuse at a rate of 110ml/h for a vtbi of 55ml, completed in approximately 30 and 33 minutes. There were no obvious programming errors that would result in the reported event. Programming parameters set for the medication had a rate of 110/h and vtbi of 55 which would have completed in .5 hours. Both secondary infusions programmed incidents completed and infusion switched over to the primary infusion. There were no other infusions programmed on pump module s/n (B)(4) after (B)(6) 2019. Functional testing, and internal/external inspection, performed on the returned pump module s/n (B)(4) found the device to be in good working condition and delivering fluid within specification. No issues were observed with the returned primary set and non bd secondary set. Back flow was not observed during functional testing. The customer¿s returned set was measured for concentricity / dimensional analysis and was found to be slightly out of specifications for ID and wall max which would not result in an over infusion. No errors or malfunctions were observed during the time period in question. Functional testing performed found the received pump module to be delivering fluid within specification. The root cause was not identified.

Manufacturer narrative:
Although requested, device has not been received, no patient details: dob, age; gender; weight; or diagnosis were available. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported pump went dry even though still had volume to be infused. There is no report of patient harm. Pump received in biomed with note on pump: "pump went dry even though still had volume tbi. Do not use". Cefazolin 2 g in 50 ml d5w bag was on secondary line. No medication bag was on primary line.

Manufacturer narrative:
The customer¿s experience that pump went dry even though still had volume to be infused was not confirmed, however review of the pcu event log shows that a secondary infusion of cefazolin was programmed two times in the month of february to infuse at a rate of 110ml/h for a vtbi of 55ml, completed in approximately 30 and 33 minutes. There were no obvious programming errors that would result in the reported event. Programming parameters set for the medication had a rate of 110/h and vtbi of 55 which would have completed in .5 hours. Both secondary infusions programmed incidents completed and infusion switched over to the primary infusion. There were no other infusions programmed on pump module s/n (B)(6) after (B)(6) 2019. Functional testing, and internal/external inspection, performed on the returned pump module s/n (B)(6) found the device to be in good working condition and delivering fluid within specification. No issues were observed with the returned primary set and non bd secondary set. Back flow was not observed during functional testing. The customer¿s returned set was measured for concentricity / dimensional analysis and was found to be slightly out of specifications for ID and wall max which would not result in an over infusion. No errors or malfunctions were observed during the time period in question. Functional testing performed found the received pump module to be delivering fluid within specification. The root cause was not identified.

Event description:
It was reported that the antibiotic infusion was complete despite remaining vtbi on the pump. There was no report of patient harm. Cefazolin 2 g in 50 ml d5w bag was on secondary line, however no medication bag was on primary line. Received a cmdsnet program report from health canada which stated:" pump received by biomedical engineering at vancouver general hospital with note saying "pump went dry even though still had volume tbi. Do not use". Biomedical engineering was unable to determine where the pump came from. The pump is considered to have been involved with an over-infusion. Lmbme investigation did not identify root cause. There was tubing received with the pump. Micro-CT scan of the tubing did not reveal any dimensional defect in the silicon portion of the set (tubing was concentric). Pump sent to bd for further investigation ((B)(4))."